Event description:
It was reported that parts of the handle came off after a few times of handling.

Manufacturer narrative:
The reported event was confirmed. Visual inspection of the sample noted that the green basket slide was detached from the device body. This is out of specification per inspection procedure, which states, "assembly pattern must comply with drawing and visual aid." Both drawing the drawing procedure and the visual aids show the green basket slide inserted into the basket handle subassembly and completely attached. The lower basket handle was removed, the green basket slide was reinserted into the handle subassembly (basket and sheath, slide cover, thumb screw, washer, and bolt), and the lower basket handle was reattached. Once the subassembly was reassembled, the basket functioned normally. The green lever easily falls back off with applied force. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿material selection.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however the physician should use the technique most appropriate for the individual patient¿s situation. Insertion 1. Inspect the device prior to use and during the procedure for integrity and function. 2. Make sure the basket is closed by retracting (pulling back) the basket tip into the sheath with the thumb slide as shown in figure b. 3. With the basket closed, and using the optional introducer provided, carefully advance the distal portion of the closed device through the endoscope until it emerges out of the end of the endoscope. Capture and removal 1. Under direct vision or fluoroscopic guidance, slowly advance the basket tip past the object. 2. Open the basket by pushing the thumb slide forward. (Refer to figure b). 3. Pull the basket backward toward the object while slowly rotating the basket as necessary. 4. Once the object has been captured, partially close the basket to secure the object for removal by carefully pulling the thumb slide back. (Refer to figure b). 5. Slowly remove the basket and stone from the urinary tract. 6. If the object is too large, you may need to simultaneously withdraw the basket and the ureteroscope from the urinary system. Directions for disassembly if handle disassembly is desired or required: 1. Squeeze bottom handle half at indicated points and pull down to remove handle bottom. 2. Loosen thumbscrew until basket drive wire moves freely. 3. Slide sheath and handle assembly over and away from drive wire." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that parts of the handle came off after a few times of handling.